Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-01120. It was reported during the patient's scs system permanent implant procedure a wet tap occurred. Consequently, the patient experienced a headache, which has persisted since the implant procedure. The patient stated the headache improves when lying down, but it comes back when sitting up or standing. The patient's physician performed a bloodpatch. Follow-up information identified the headache has fully resolved and the patient is reportedly doing well

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.